Event description:
Related manufacturer reference number: 2017865-2025-1005403. It was reported that an asymtpomatic patient presented for an in-clinic check. An interrogation of the patient's dual chamber leadless pacemaker (lp) system generated an "invalid diagnostic date detected" error. No diagnostic information was available during the check and all previous data from the time between the last check had been lost. Resetting the atrial lp's internal clock resolved the issue. Patient was stable.